Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Reporter stated that patient obtained back-to-back results of 289 mg/dl and 101 mg/dl on the accu-chek mobile system. Approximately 1 hour later, patient retested blood glucose on the mobile system, with back- to-back results of 534 mg/dl and 134 mg/dl. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.